Event description:
Reporter stated the infusion device displayed an error message that could not be cleared by pressing the check button. He changed the battery, but the buttons still would not function. No physiological effects were reported. The infusion device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.